Event description:
Patient received information that a second device, 29mm bioprosthetic valve, was implanted in the aortic position using a valve-in-valve procedure into a 21mm bioprosthetic valve. The implant duration of the original device at the time of the procedure was ten (10) years. The reason for reoperation is unknown and both devices remain implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts to obtain further information have been performed. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the reason for reoperation was severe symptomatic aortic stenosis. Pre-operative echo indicated severe aortic stenosis with moderate regurgitation and calcified leaflets. Post-operative echocardiogram and angiography demonstrated no valvular and trivial paravalvular leak.